Manufacturer narrative:
Manufacturer's analysis conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further issues have been reported at this time. The heartmate 3 lvas instruction for use (IFU) provides a list of all adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Bleeding is listed as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 months (the age is calculated from the date of implant to the event date.). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had reports with dizziness, lightheaded and hasn't gotten out of chair in 3 days; he was sent to (B)(6) medical center emergency room (ER) and hospitalized. It was reported that the event was not device related. The patient was reported being dizzy, lightheaded and multiple falls. The patient was admitted. Etiology probably orthostatic hypotension due to volume depletion and medication. Diuretics and other medication stopped and will be restarted as blood pressure (bp) allows. Fall produced large lupus erythematosus lower extremity (le) hematoma and the patient received 2 units of prbc, hemoglobin (hgb) better now. Hgb on (B)(6) 2019 was 10.9 on admission. It was 9.6, down to 8.0 on (B)(6) 2019, and repeated hgb 7.6. 2 units of prbc on (B)(6) 2019, hgb better, chest xr on (B)(6) 2019 showed large suprapatellar joint effusion. Patient had laceration to knee and started on keflex 500mg three times a day as prophylaxis on (B)(6) 2019. CT of the left knee (B)(6) 2019 showed large intramuscular hematoma centered in the vastus intermedius muscle, large hemorrhagic joint effusion. It was reported that international normalized ratio (inr) 3.5 on admission, decreased warfarin to 3mg daily (home dose 4mg); further held due to left knee thigh hematoma.